Event description:
It was reported that the patient was admitted to the hospital for fluid overload. The patient's mean arterial pressures (maps) had been elevated and there were lower flows than baseline. Low files were sent for review. Log files were sent for review. The event log displayed lower flows where the low flow estimator dropped below 2.5 lpm (lower flows not sustained long enough at least 10 seconds to activate the audible alarm) with high pulsatility index readings which seemed to be physiological in nature. The event log also displayed intermittent low power advisories while tethered on batteries. It was recommended to verify the patient's battery clip contacts and battery terminal contacts were clean and free of debris/residue. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. The cleaning of the batteries and clips resolved the low power advisories. The cause of the low flow alarms was hypertension, which resolved with anti-hypertensive medication and lower mean arterial pressures (maps). The patient was intubated in the intensive care unit due to subarachnoid hemorrhage (sah) confirmed with head cat scan. The patient's international normalized ratio (inr) was 2.8 at the time of the sah. The patient exhibited symptoms of hypercarbia requiring intubation for airway protection. Aspirin was held. No surgical intervention was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow events. According to the account, the low flows were due to hypertension (htn). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 04apr2022 through 19apr2022. The file captured a few low flow events on 17apr2022. It was noted that the pulsatility index (pi) was elevated during the low flow events. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jun2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists stroke, bleeding, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.